Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine at unknown concentrations and dosages via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the pump had not worked for a year (since 2017) and didn't "seem to be doing any good." The patient was still in a lot of pain and doesn't want to be where she can't function. She would like the pump taken out. The patient stated they had adjusted the pump but the patient cannot afford the pump since she is on social security. She thinks maybe her body was just getting used to the pumps. No further complications were reported.